Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, the physician had a difficult time inserting the guidewire into the lead due to an obstruction. The lead was not used.